Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line constant false alarm which was not reproduced during evaluation, however evaluation experienced a false upstream occlusion message which shares a failure mode with false air in line messages. Air in line messages were verified through a review of the event history log and found to be caused by a failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete.  Service evaluation found upstream occlusion error.  The cause was identified to be out of specification ultrasonic sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant/false air in line. There was no patient involvement. No additional information is available.